Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Lot # : batch 0342758, does not exist for material 364880. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve separation with the incident lot was observed, however the photo shows the sleeve stuck in a non bd blood collection tube. The competitor containment device (blood collection tube) used in conjunction with our blood transfer device (btd) and other acquisition products sometimes is incompatible due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause sleeve separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder/pre-attached luer adapt, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: this is a report about separation of the sleeve of btd. According to the customer¿s report, the sleeve of the bdt was separated when it was used with terumo¿s tube.